Event description:
It was reported that the customer received a button error on her insulin pump. The customer stated that she cleared the alarm, but then the buttons were sticking and the numbers on the screen were ramping up on their own. Her blood glucose level was 205 mg/dl. Customer was advised to discontinue using her insulin pump and to revert to a back-up plan. Nothing further was reported.